Event description:
On (B)(6) 2012, the reporter/pharmacist contacted lifescan from (B)(4) alleging an error 5 issue with a one touch verio meter. The reporter did not allege any harm or injury because of the reported issue. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an error 5 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. The 510 (k) # is k093745.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the error 5 message could not be duplicated but a secondary issue (error 4) was discovered. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination on spc pin 1. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.